Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used during a transurethral lithotripsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the basket wire broke. The basket detached from the device when the physician intentionally cut the sheath approximately 5 cm from the basket. The detached basket of the device was retrieved by the physician using forceps. It was reported that the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual analysis on the returned gemini retrieval basket was performed and it was noted that the basket wire sub-assembly and sheath were cut approximately 84.3cm from the distal end. The detached fragment of the distal end of the wire sub-assembly with basket was returned and was approximately 2.8cm long. The basket extended from the sheath fragment; basket wires were broken and kinked/bent. The broken ends of the basket wires were examined under magnification and were consistent with those that were impacted with a laser. When the handle was actuated, the handle functioned without resistance. Following a detailed device analysis, the condition of the returned unit was consistent with the complaint incident that the device basket wire was broken and the customer altered the product in order to remove the basket from the patient with forceps. The stone retrieval basket directions for use (dfu) provides the following warning: ¿this device should not be directly fired upon by a pulsed dye laser. To do so may damage the device and could result in patient injury¿. Therefore, the most probable root cause for the broken basket wires is user/use error. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was not under the age of 18. Reported event of basket wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gemini retrieval basket was used during a transurethral lithotripsy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the basket wire broke. The basket detached from the device when the physician intentionally cut the sheath approximately 5 cm from the basket. The detached basket of the device was retrieved by the physician using forceps. It was reported that the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.